Manufacturer narrative:
The device was received intermittent button response due to corroded keypad traces. No button error alarm or ramping numbers anomaly noted. Device was received with scratched lcd window, cracked case and display window corner. The device was received with cracked battery tube threads and cracked reservoir tube lip. The device was received with cracked reservoir tube and broken belt clip slot. Device was received with cracked lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 140 mg/dl. Troubleshooting was performed. The device was returned for analysis.